Event description:
It was reported to tyco healthcare/kendall in 2008 that customer had a problem with a dialysis catheter. Customer reports: the device was inserted on twenty days earlier. On two weeks later following return/access, the disconnection alarm sounded and failed self test on the haemodiafiltration machine. The catheter was disconnected by the nurse from dialysis set. The nurse reported that the clamps were closed prior to disconnection of lines. The access lines were withdrawn and flushed with saline. The patient was self ventilating and had been run in a negative balance for a number of days. The patient became hypoxic and displayed ECG changes. Echo confirmed the diagnosis of air embolism which resulted in myocardial ischemia, neurological injury and intubation of the patient. The catheter was examined by renal physicians following the event and treatment was resumed. Life support was withdrawn on the following month, as the result of neurological examination and the patient expired.

Manufacturer narrative:
The catheter was accidentally removed in 2008. The continuous veno-venous hemodiafiltration was not immediately recommenced but recommenced on the day before, using the original catheter. An investigation is under way. Upon completion, the results will be forwarded.